Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, during the procedure the implant was placed seemingly without incident, but post procedure, the physician noted that the mesh leg on the patient's left side that was supposed to go through the sacrospinous ligament had instead gone through the bladder. The physician reopened the incision, removed the mesh leg, tacked it in the correct position with a prolene suture, repaired the bladder and closed the patient. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it was implanted in the patient; therefore, a failure analysis of the complaint device can not be completed.